Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the ground and lead_out b wires were severed in the distribution node (dn) to ECG 'c' cable. The cause of the incoming test failure is the severed wires. The root cause of the severed cannot be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, belt sn (B)(4) failed incoming functional testing. The last patient to use this belt did not report any deficiencies.